Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that a main board was the root cause for the reported problem. The main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited error code 45639 with a red screen. There was unknown patient involvement.